Event description:
A us distributor reported that a battery was unable to power on a monitor.

Manufacturer narrative:
Device evaluation of battery been completed. The reported problem (will not power on) was due to the battery being excessively discharged. The last time the battery was used on 11/08,09/22.per 90p006-a04, in order to maintain the battery when not in active use the battery should be recharged every 3 months. The battery pca and cells were contaminated. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged battery.